Event description:
The customer reported via phone call that the insulin pump was submerged in water and had a blank display with a sounding alarm. The customer's blood glucose was over 300 mg/dl. She stated that she had been swimming with the insulin pump off, asked her daughter to hand the device to her, and it slipped from her hands into the pool. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratched liquid crystal display window, stained end cap sticker, cracked belt clip slot and cracked battery tube threads. The unit was received with moisture damage on the electronics assembly, motor, vibrator motor or battery tube assembly.